Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's blood glucose level was 472 mg/dl. The customer woke up at the time of the event and the insulin pump was not turned on. The customer changed the batteries and the insulin pump was still not functioning. He reported that there was a blank display on the screen. The customer was advised to disconnect from the pump and he reported that the was already following his back up plan. Troubleshooting was not fully completed at the time of the report. The product was not returned. Nothing further to report.